Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: cable air leak, image watertightness defect, main body water tightness failure and cable damage. Based on the results of the investigation, a definitive root cause of the problem could be identified but it is likely that air leak and water tightness defect was due to the cable damage which is the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited cable air leak, image watertightness defect, main body water tightness failure and cable damage. There was no patient involvement.